Event description:
This complaint is now reportable based on the analysis completed on (B)(6) 2010. It was reported that during a coronary stenting treatment procedure, the 3.50x32 mm taxus liberte stent would not cross the lesion. The 95% stenosed lesion being treated was located in the tortuous, severely calcified left anterior descending (lad) artery. The lesion was predilated with a non-bsc balloon. A few attempts to cross the lesion were attempted with the 3.5x32mm taxus liberte, but were unsuccessful. The procedure was completed with a different device. No patient complications were reported and the patient's status is good. However, the returned product revealed stent damage.

Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer - a visual and microscopic examination identified stent damage. A strut on row 18 was raised distally to the stent. Strut rows 18 to 23 were slightly stretched. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. A 0.015 inch product mandrel was inserted through the lumen with no restrictions noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).